Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl and lost consciousness. Paramedics administered intravenous glucose to address the bg level. The cause of the low bg was not known. However, the customer reported that there no active continuous glucose monitor (cgm) session on the pump due to the cgm not pairing with the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.